Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had serosanguinous drainage from the driveline site on (B)(6) 2022. They also had a history of chronic serious drainage. The cause was thought to be because of a' tug' on the driveline site. The patient denies pain, edema, or frank bleeding from the wound site. An infectious disease culture was performed on (B)(6) 2022 which was positive for coagulase-negative staphylococci (cons). On (B)(6) 2022 the patient reported decreased drainage from the site. They improved after starting a course of antibiotics. The patient continues to wear a binder, equipment on their belt, and daily gauze dressing.

Event description:
Additional information revealed that the patient was prophylactically treated with antibiotics. A disease culture performed on (B)(6) 2022 was negative for organisms.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.